Event description:
Patient was revised to address dislocation. The surgeon felt that the stem was inserted with retroversion and the cup was very vertical resulting to an unstable constraint. He revised the cup and stem to get better positioning. Additionally the patient suffered a stroke which may have contributed to the instability. Poly wear was noted intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. Provided information states the current surgeons opinion is the stem was inserted with retroversion and the cup was very vertical, leading to an unstable construct. The surgeon revised the cup to get better positioning and changed the stem to build in some anteversion. The patient also suffered a stroke in the last six months which also could have contributed to the instability. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.